Event description:
The field service engineer reported a pump in which the batteries were depleted. It is unk when this problem occurred. There was no pt injury or medical intervention necessary according to the hospital rep. No add'l info is available.